Event description:
Customer reported system is displaying a joystick failure error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the rui and mcu pcb needed to be replaced. Parts were placed on order and have not yet been received. It is anticipated that the parts ordered will correct the reported problem. System is operating as intended without the motorized option.